Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left ventricular (lv) lead was noted to exhibit high pacing impedance and loss of capture after lead placement. The lv lead was not used and replaced to complete the procedure. The patient was in stable condition.